Manufacturer narrative:
(B)(4). Batch # r58v3t. Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the orange drivers and some staples are out of the pockets. The metal tray surrounding the reload is bent as well. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r58v3t. All pan hooks were attached and the pan was undamaged. The sled was partially advanced, consistent with premature sled movement lockout. All drivers and staples were present and in position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.